Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or the occlusion test due to prime anomaly. The insulin pump powered up properly after battery installation and was monitored and no blank display anomalies or failed battery test noted. However, the insulin pump had corroded battery tube and corroded battery cap contact. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had cracked reservoir tube, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 240 mg/dl at the time of incident. Troubleshooting was done. The customer stated that they found that the battery was corroded in the battery compartment and there was battery acid in it. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.